Manufacturer narrative:
Additional information: the actual device was not available; however, a photograph and three videos of the sample were provided for evaluation. The returned photos and videos were reviewed, and it was noted that there was a separation at the joint of the first clearlink and the second tubing. The reported condition was verified. The cause of the condition was due to human production related to manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) clearlink system continu-flo solution sets disconnected below the first valve (clearlink). The process step was not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.